Event description:
Additional information received reported that there was no known troubleshooting performed related to the patient thinking they heard an alarm. Per the reporter there were no specific diagnostics performed related to the continued pain. The patient was taken to the or (operating room) for exploration on (B)(6) 2016. No catheter/pump related issues known. There were no known additional alarm interventions. The cause of the continued pain and the patient thinking they heard an alarm was unknown. It was unknown if the continued pain and the patient thinking they heard an alarm had been resolved.

Manufacturer narrative:
References the main component of the device system the relevant components include: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter all fdp, fdd, and fdc codes apply to the catheter.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient receiving an unknown dose of an unknown concentration of an unknown drug via an implantable infusion pump for spinal pain. Rep reported being in the middle of a catheter revision case in which the healthcare professional (hcp) was unable to aspirate the catheter via the catheter access port (cap) during a dye study. Upon incision and dissection, the physician noticed that the catheter tip had pulled out from the intrathecal space. The spinal segment that had pulled out of the intrathecal space was cut and removed. A new spinal segment was implanted, anchored and connected to existing catheter. The patient reported a lack of therapeutic effects and pain control. The rep had to get back to the case and was unable to answer any other questions. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.

Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID: 8782, serial# (B)(4). Device code (B)(4) pertains to the pump. Patient code (B)(4) pertains to all components of the device system.

Event description:
Additional information was received from a manufacturer¿s representative on (B)(6) 2016. It was reported that since the catheter revision the patient has had continued pain. On (B)(6) 2016 the hcp did a catheter access port (cap) dye study and it was found to be negative. The patient went to the emergency room on (B)(6) 2016 due to pain and asked to check the pump for any alarms as the patient though he heard an alarm on (B)(6) 2016. The representative stated the pump logs showed no alarms. It was unknown if the pain was considered a sudden or gradual change in therapy/symptoms. It was indicated that the representative would follow-up with the hcp and other imaging, dosing, and confirming any volume discrepancy was discussed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.